Manufacturer narrative:
(B)(4). The product is not available for manufacturer's laboratory investigation as it was scrapped. The investigation of the manufacturer is still ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: the set was blood-primed and ready to use. When the surgeon took the sterile tubing out from the tray, one of the quick connectors was disconnected and contaminated the sterile field and whole set, so they replaced the set with another new one. They suspected the connection was loosen at first. As it is in an emergency situation, the doctor could not remember the exact line of the loosen quick connector. The set was contaminated with the blood then they plugged in the quick connector quickly, so they didn¿t take any picture. The set was primed with packed red blood cells, the blood was not reused. They always do this with paediatric patients. (B)(4).